Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the row board for drawer 5 was not shown on the virtual map and was indicated as off the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 row board end was not visible on the virtual map and was indicated as off the bus. A field service engineer found that the auxiliary drawer showed missing row boards on the virtual map. Multiple resets and connection reseating did not resolve the issue, though status lights were functional. The module controller and drawer controller were replaced, after which the drawer was successfully reconfigured and all components reappeared. Testing was then performed successfully. The system functioned as intended after the field service engineer repaired the device.